Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during the equipment inspection, the alarm catheter was restricted, and the valve group was detected to be faulty. After replacing the drive valve group, the functional parameters of the equipment were normal and delivered for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site name is (B)(6) hospital and event site address is (B)(6).

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) showed an alarm that the catheter was restricted. There was no patient involvement.